Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation due to autoreducing and has lost therapy. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicate surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.